Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
A confirmed motor stall with no motor stall recovery noted in the event logs was reported. Per the reporter, the pump had 15 months to eri. They would be replacing the pump. The pump was used to deliver fentanyl. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a device manufacturing representative that the catheter was not revised. The pump was explanted on (B)(6) 2015. The patient experienced a loss of therapy. The patient claimed to be feeling the initial symptoms of withdrawal. The hcp reported that the pump was explanted on (B)(6) 2015. The hcp reported that the device was removed because the battery was depleted. The patient recovered without sequela. The patient's new pump was therapeutic, with no issues. Neither a roller study or dye study was performed. The concentration, dose, and lot number of the medication in the pump were unknown. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft-bearing. Corrected information: results code no longer applicable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.